Event description:
It was reported that their device was showing all three icons (attention, service wrench and charge-pak). With this reported issue, the device would likely not have enough power to deliver sufficient defibrillation energy to a patient. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to an electrically leaky filter, designator fl10 from the analog pcb assembly. The customer was provided with a replacement device.